Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received blank display. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump was turned off completely. Customer stated that the cracked on corner of the insulin pump screen but on the insulin pump case towards the battery compartment side. Customer stated that they received failed battery alarm and low battery alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.